Event description:
It was reported that on (B)(6) a biopsy procedure was performed with a brevera system and during the procedure the system cut 1st 2 samples, then stopped acquiring tissue during the next few passes, and an error occurred on the system. The site was unable to clear the error, switched to a 2nd needle, and was unable to pass setup with the 2nd needle. The procedure was completed with a different system, and a 2nd incision was made in the patient's breast. No additional medication or treatment was required. A field engineer examined the device and performed a test patient which was successful with sampling all 12 positions in the tissue filter, and reviewed logs from the day that the issue occurred and it looks maybe that the needle was removed and the system did not recognize that the needle was removed and cause the no cut situation. The field engineer recommended monitoring unit performance if the issue returns to stop and initiating another call to customer support no additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
It was reported on 8/29/2024 that during a biopsy procedure the brevera driver bda02432 began experiencing errors after taking 2 tissue samples. A second needle was tried but could not pass setup. Procedure was completed using another procedure requiring a second nick to the breast. Patient impact was reported as a second incision was made. The dispatched field service engineer (fse) was unable to replicate the issues seen, and support personnel suggested it could have been caused by the needle being removed and the system not recognizing this occurring. Neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera driver was 583 days old at the time of the complaint. Further investigation could not be performed as parts were not returned. Since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint, it was noted by support personnel that a probable cause for the error was the needle becoming disconnected from the driver and the system not recognizing that the needle had become disconnected, stopping any further samples from being taken. Conclusion: as no part was returned for investigation, no root cause was able to be determined. As a result, the issue described in the complaint was unable to be reproduced. Notes in the fse resolution of the complaint indicated that support thought the issue could be due to the needle being removed from the driver during the procedure and the system not recognizing this occurring, leading to the errors seen. Since the patient required a second incision to complete the procedure, this complaint is considered reportable to the FDA. Complaint confirmed: no. Device history record (DHR) review: driver serial number: (B)(6). Driver sku: brevdrv. System serial number: (B)(6). Driver manufacture date: 1/25/2023. Driver installation date: (B)(6) 2023. UDI: (B)(4). A driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.